Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. The date of the initial implant procedure is unknown. Endotension was later identified due to an unknown cause. Reportedly, the cause cannot be identified due to a large amount of metal in the aneurysm sac. Re-intervention has not been scheduled, and the patient status has not been provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an additional endovascular procedure could have occurred outside of the index procedure. There was aortic coiling from the neck to the distal sac and it is unclear when the coils were placed. The possible additional endovascular procedure was discovered on during review of a computed tomography (CT) scan. The coiling could have occurred during the index procedure, however that could not be conclusively determined. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated g3: date received by manufacturer has been updated h6: medical device problem: remove code 3190 h6: investigation finding: remove code 3233 h6: investigation conclusion: remove code 11.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. The date of the initial procedure is unknown. Endotension has been identified due to an unknown cause. Reportedly, this is not able to be identified due to a large amount of metal in the sac. Reintervention has not been scheduled. Patient status has not been provided. Additional information: an internal clinical assessment determined that there was evidence to reasonably suggest an additional endovascular procedure could have occurred outside of the index procedure. There was aortic coiling from the neck to the distal sac and it is unclear when the coils were placed. The possible additional endovascular procedure was discovered during review of a computed tomography (CT) scan. The coiling could have occurred during the index procedure, however that could not be conclusively determined.